Event description:
It was reported that during an intracept procedure, the handle of the introducer cannula cracked apart at the seam and the tools were unable to reach the ablation target zone. It was noted that the patient had very hard bone and the physician had to mallet more than usual during the procedure. In addition, there was bending that was noted on the intracept access tools. The curved cannula assembly was unable to reach the target safely and the procedure was aborted. No harm was caused to the patient and the case will be rescheduled.

Manufacturer narrative:
The intracept access instruments were returned and analyzed. A visual inspection revealed that one curved cannula handle was broken. One introducer cannula handle was broken between the dark and light gray plastic handle and its shaft was severely bent. The second introducer cannula shaft was bent. The second curved cannula screw threads were cracked. The bevel stylet handle was cracked. The diamond stylet, the straight stylet, and the third curved cannula passed the visual inspection. The third curved cannula was tested with a known good j-stylet and a known good introducer cannula. It lacked any extreme resistance and locked during the functional test. The straight stylet was tested with a known good curved cannula and a known good introducer cannula. It lacked any extreme resistance and locked during the functional test. The diamond stylet was tested with a known good introducer cannula and it lacked any extreme resistance and locked during the functional test. A labeling review did not reveal any anomalies as it states that as with any surgical instrument, careful attention must be exercised to ensure that excessive force is not placed on the instruments or probe.

Event description:
It was reported that during an intracept procedure, the handle of the introducer cannula cracked apart at the seam and the tools were unable to reach the ablation target zone. It was noted that the patient had very hard bone and the physician had to mallet more than usual during the procedure. In addition, there was bending that was noted on the intracept access tools. The curved cannula assembly was unable to reach the target safely and the procedure was aborted. No harm was caused to the patient and the case will be rescheduled. Additional information was received that the patient was discharged with no complications. The intracept instruments, drill, and probe were all bent in an attempt to reach the target ablation zone.